Event description:
It was reported that the vascular strip retractor is too sharp and causing some infections. No specific information reported.

Manufacturer narrative:
(B)(4). The lot number was not reported, therefore the manufacturing date could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to collect additional information from the initial reporter are unanswered. (B)(4). The device was not returned to the manufacturer. This product is used for therapeutic purposes. Device description: an ear, nose, and throat manual surgical instrument is one of a variety of devices intended for use in surgical procedures to examine or treat the ear. The house instrument set is designed specifically to restore normal functionality to the middle ear. It is the responsibility of the surgical team to select the appropriate instrument for each case check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.